Event description:
It was reported the doctor was trying to place a fluency plus stent graft over an aneurysm in a forearm loop graft and the stent graft did not deploy. It was reported that the doctor went in sheathless around a very tight turn and was able to make the turn, but it would not deploy. The doctor felt that it wouldn't unsheath because of the very tight curve. The procedure was completed without incident when the doctor used a fluency 8 x 80 and a fluency 8 x 60 to place over the aneurysm.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The safety clip was missing upon receipt of the sample. The tuohy borst adapter was opened. The 2-way stopcock was closed. The outer sheath was elongated and tapered at the reinforcement. The stent graft was partially released 20 mm. The distal end of the outer sheath was compressed in the stent section. The outer sheath was kinked in the transparent part. During the performed function test it was not possible to release the stent graft, as the outer sheath tore off at the catheter reinforcement. As stated in the event description, the physician intended to place the fluency stent graft over an aneurysm in a forearm loop graft. According to the information received, no introducer sheath was used during the procedure. The doctor described that he felt that it would not unsheath because of the very tight curved vessel anatomy. The elongation of the outer sheath indicates the occurrence of high deployment forces during the attempt to release the stent graft. No images were available. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established. User error was a contributing factor to this event.